Event description:
The customer reported 'communication errors'. These errors will result in a system lock up and intermittent system functionality.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface pcb and the fluoroscopy functions pcb was evaluated and replaced. The system was tested and found to be operating as intended and returned to service.